Event description:
Upon reassessment of the additional information received, it was determined to be not reportable as this component did not contribute to the reported event. Therefore, this report should be voided.

Manufacturer narrative:
Upon reassessment of the additional information received, it was determined to be not reportable as this component did not contribute to the reported event. Therefore, this report should be voided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of available records identified the following: single view right shoulder demonstrates a reverse total shoulder arthroplasty with superior orientation of the glenosphere along with radiolucency surrounding the central screw. No radiolucency along the humeral component. Ac joint degenerative change. Reverse total shoulder arthroplasty with malposition of the glenosphere and possible early loosening of the central screw. Osteopenia is present. Superior subluxation without glenohumeral dislocation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown date due to implant disassociation. Radiograph review indicated that the patient may have had possible disassociation between the humeral tray and stem, loosening of the central screw and subluxation between the humeral bearing and glenosphere. Attempts have been made, and no further information has been provided.